Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 24, 2016. (B)(4).

Event description:
Complaint received from a distributor reporting a cuff issue with the device. Reporter stated "the internal cuff had split allowing secretions and puss to enter the inflation port." Reporter stated that the patient was a full-term neonate (age unknown) who required mechanical ventilation. The patient had been intubated on (B)(6) 2016, at the mater mothers neonatal intensive care unit prior to transfer to the paediatric intensive care unit at (B)(6) hospital. The faulty endotracheal tube was replaced with another tube prior to transfer to the operating theatres (date unknown). The reporter provided no patient details. The device was not available for return.